Event description:
Allegedly the patient was revised due to the following mom complications: pain; discomfort; elevated ion levels; mobility issues and foot drop. (Right) invoice could not be located with information provided.